Manufacturer narrative:
Device received with minor scratch on lcd display window noted. Device passed displacement test and self test. No missing segments noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen was scratched and it was hard to read. Blood glucose was unknown. The insulin pump will not be returned for analysis.